Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Thirty-two (32) days post pfa procedure, the patient passed away. No further information is available on the cause of death. There is no indication that the device will be returned for laboratory analysis.